Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v011257, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient had a communication problem and an overdischarge was suspected. It was reported that the patient's recharger was stolen and the last successful recharging session was over 12 months ago. It was reported that the manufacturer representative (rep) had already initiated a physician mode recharge (pmr) prior to time of current report. It was reported the rep knew the patient was going to need to complete 3-4 pmr's because of the length of time in overdischarge. It was reported the rep was going to send the patient home to continue with pmrs. Additional information received reported that the patient's implantable neurostimulator (ins) was in overdischarge for one year because someone stole the patient's recharger and programmer. The patient's symptoms were reported to be no stimulation. The manufacturer representative successfully performed a power on reset and trickle charged the ins. The patient was reportedly getting excellent stimulation and was "doing great." Additional information received reported that the patient needed her ins replaced and had a hard time finding a doctor to do the surgery because she had a high white blood cell count. The patient said she did not need to go to the healthcare provider (hcp), her ins was working great and she was not taking medication. There was poor telemetry or no telemetry while recharging. The patient reported that her ins went into overdischarge in 2013. The reason for the overdischarge was that she lost her equipment. The manufacturer provided the new equipment for her and the rep came out and 'rebooted' the battery. The rep was able to get it working but after that the patient could not maintain charging of the ins. The ins would only hold a charge for 20 min. The patient then stopped charging, was not able to charge ins at all, and the ins has been dead since then. The patient mentioned that she had been in pain. The patient wanted to have the battery replaced but was not able to find a doctor to do it because she had been having a high white blood cell count. The white blood cell count fluctuated up and down and the infectious doctor said it was normal for it to run a little high. The patient said she does not have any infections. The ins was suspected to have a second overdischarge. The patient later called back and was still waiting to get her ins replaced. The patient had to deal with insurance issues first.